Event description:
It was reported that the patient came to the hospital after experiencing chest pain. The capture thresholds had increased and the sensing threshold had decreased. Fluoroscopy showed that the lead tip slightly migrated toward the left ventricle. The lead was damaged during removal and discarded.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.